Event description:
A letter was received the mail from (B)(6) insurance company on 12-19-2022 stating that a employee of (B)(6) was injured on (B)(6) 2022 with a fliplock needle failed while administering a flu vaccine and stuck her finger. On the date of the letters arrival, a phone call was made to (B)(6) to collect more information. The owner of the pharmacy stated that the injured employee (B)(6) will not be in to work until thursday (B)(6) 2022 and we may contact her then for more information regarding the experience.

Manufacturer narrative:
Insufficient information to conduct initial investigation. Inspection of product will be completed following the collection of further device and event description.

Manufacturer narrative:
Production records investigated for lot number 54231. The testing showed no indication of abnormalities or malfunction at time of production. Previous testing completed on similar complaint on same item 812501 different lot number 52383 in (B)(6) 2022 of the closure of the fliplock shield and no malfunctions were found in the device, the root cause was found in the incorrect process of the closure of the fliplock shield.

Event description:
A letter was received the mail from west bend mutual insurance company on 12-19-2022 stating that a employee of etown pharmacy llc was injured on (B)(6) 2022 with a fliplock needle failed while administering a flu vaccine and stuck her finger. On the date of the letters arrival, a phone call was made to etown pharmacy llc to collect more information. The owner of the pharmacy stated that the injured employee (B)(6) will not be in to work until thursday (B)(6), 2022 and we may contact her then for more information regarding the experience. Follow up call: (B)(6) was contacted on (B)(6) 2022 at (B)(6) pharmacy regarding the accidental needle stick for additional information left out in the letter from the insurance company. Description of events from miss (B)(6): "after administering a flu vaccine to a patient the fliplock shield was attempted to be engaged and did not. A second attempt for the fliplock shield was attempted using her hands to engage to shield and the joint that connects the syringe to the shield broke sending the shield sliding upward and the needle poked her right pointer finger near her middle knuckle. Miss (B)(6) bled from the puncture wound and washed thoroughly with soap/water following up with antibiotic ointment. The patient miss (B)(6) administered the flu shot to was a 'fellow medical professional' so they agreed to take a source test of their blood which was negative." Knowing these results miss (B)(6) has not seeked out any further medical attention.

Manufacturer narrative:
Production records investigated for lot number 54231. The testing showed no indication of abnormalities or malfunction at time of production. Previous testing completed on similar complaint on same item 812501 different lot number 52383 in october 2022 of the closure of the fliplock shield and no malfunctions were found in the device, the root cause was found in the incorrect process of the closure of the fliplock shield.

Event description:
A letter was received the mail from west bend mutual insurance company on 12-19-2022 stating that a employee of (B)(6) was injured on (B)(6) 2022 with a fliplock needle failed while administering a flu vaccine and stuck her finger. On the date of the letters arrival, a phone call was made to (B)(6) to collect more information. The owner of the pharmacy stated that the injured employee (B)(6) will not be in to work until thursday (B)(6) 2022 and we may contact her then for more information regarding the experience. Follow up call: (B)(6) was contacted on 12-22-2022 at (B)(6) regarding the accidental needle stick for additional information left out in the letter from the insurance company. Description of events from miss hall: "after administering a flu vaccine to a patient the fliplock shield was attempted to be engaged and did not. A second attempt for the fliplock shield was attempted using her hands to engage to shield and the joint that connects the syringe to the shield broke sending the shield sliding upward and the needle poked her right pointer finger near her middle knuckle. Miss hall bled from the puncture wound and washed thoroughly with soap/water following up with antibiotic ointment. The patient miss hall administered the flu shot to was a 'fellow medical professional' so they agreed to take a source test of their blood which was negative." Knowing these results miss hall has not seeked out any further medical attention.